Event description:
It was reported that: "when the femur was open the outer package was sealed but the inner package was not sealed."

Manufacturer narrative:
Additional information has been requested, and if available it will be submitted in the supplemental report.